Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided. There was no adverse impact to the customer¿s blood glucose level.